Event description:
The following was reported to gore; on (B)(6) 2016, this patient underwent an endovascular repair for aortic arch aneurysm using a conformable gore® tag® thoracic endoprosthesis. The right common carotid artery (rcca) - left common carotid artery (lcca) - left subclavian artery (lsca) bypass was created, and the endoprosthesis was implanted with intentional coverage of the lcca and lsca. Also, the origin of the lsca was embolized with a vascular plug. The procedure was completed with no issue. The patient tolerated the procedure. On an unknown date, an aneurysm enlargement at a distal end of the conformable gore® tag® thoracic endoprosthesis in a descending aorta was observed. On (B)(6) 2022, a reintervention was performed. Two gore® tag® conformable thoracic stent grafts with active control system were implanted distally. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).